Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was instructed to check the wall supply and tank pressure using the pneumatics screen. The customer reported that the oxygen inlet pressure read 48 pounds per square inch (psi) and the tanks read 82 psi. The customer was then advised to run performance verification testing and use the pneumatics screen to try and duplicate the error. The customer reported that the issue could not be duplicated and the device was returned to service.

Event description:
It was reported that the unit declared an error 120a (high oxygen supply pressure).the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.